Event description:
It was reported that the camera head had an issue with a distorted image, which was dark, yellow, and grainy. The reported malfunction occurred during preparation for a procedure, prior to sedation. The customer changed the camera head and the picture was crystal clear. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation; the customer's allegation could not be confirmed. However, factors that may have contributed to the reported event are: faulty charge coupled device, damaged cable, or damaged connector. As no findings are available, a definitive root cause cannot be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "warning ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation." Page 29. Olympus will continue to monitor the field performance of this device.